Manufacturer narrative:
A visual evaluation of the returned injection gold probe¿ does not have distal tip detached or any other functional or visual issues. The reported complaint was not confirmed; device evaluation showed no evidence of either the alleged issue or any defect which could have contributed to the event. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used during a procedure performed on (B)(6) 2016. According to the complainant, during unpacking, it was found that the tip of the injection gold probe¿ had broken off. Despite numerous attempts boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used during a procedure performed on (B)(6) 2016. According to the complainant, during unpacking, it was found that the tip of the injection gold probe¿ had broken off. Despite numerous attempts boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.